Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The fractured piece could not be removed and the patient was sent to oral surgeon. Tooth location 4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.